Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient experienced pain.

Manufacturer narrative:
Conclusion and justification status for MDR:update - received email containing x-rays and medical records.the investigation could not verify or identify any product contribution to the reported event with the newly provided information. Based on the inability to determine a root cause, a need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01 and 10 febuary 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 17/02/2016.